Event description:
It was reported that during a lap cholecystectomy procedure, the jaws of the device fell apart. The jaws came off while they were cleaning the instrument at the scrub table. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.